Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered burring smell in the power supply. The cse replaced the power supply. The system is ul certified. The components in the power supply are flammability rated, meaning they will not catch fire when they fail. The cause of smoke being emitted from the instrument was due to a faulty power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the back of an advia centaur xp instrument. The customer shut down the instrument. The fire department was dispatched to the site. There was no visible fire. There were no reports of adverse health consequences due to the smoke emitted from the instrument.